Manufacturer narrative:
(B) (4).

Event description:
The patient's trial was "fabulous" and she experienced complete pain relief for four days. After the permanent implant, the patient briefly experienced 50% pain relief when the stimulation was turned on but it "went downhill quickly after that". Multiple attempts at reprogramming were unsuccessful. One of the leads was turned off because it was "doing no good". The patient felt stimulation in her feet, legs, hips, and buttocks though it was not helping her pain. It was stated that the lead was in the wrong place. The physician felt the lead was in the right place and that after healing the system would be effective. The device was implanted to relieve pain in the patient's left ankle and leg that had started 7-8 years before and was getting progressively worse over the years. The patient's pain was constantly a 9 or 10 despite the use of the ins and oral medications including oxycodone/oxycontin. Further information is being requested from the hcp.